Event description:
It was reported that the patient's infusion device had displayed e7 (electronic error). It was also reported that the audible-alarm of the device was no longer functioning. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The e7001 were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages. The vibra and visual alarm functions are not affected.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.